Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged the safe-t-pro plus lancet fell apart and exposed the needle. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.